Event description:
Additional information and device evaluation has been completed.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 leaking from the reservoir seam was verified. When filling tank and powering on the complaint was confirmed. This was isolated to damaged water tank cover that was under warranty. Action was taken to replace the water tank.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was leaking from of the reservoir seam. No patient adverse events reported